Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: customer reported that the patient had a topical adhesive rash, blister and burn reaction after usage. The patient was given a prednisone taper. This rash presented along the incisions of the lateral breasts and around to the back, as well as her lower lateral abdomen where the prineo was placed and spread to her lateral and posterior torso. The rash was raised red bumps, with some appearing like small blisters. Due to her skin reaction, she also experienced an area of wound dehiscence to the right lateral incision. This area was approximately 15 cm in length with a full thickness depth. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Yes. Name of surgery: 1. Bra lift (upper body/back) 2. Abdominal scar excision/revision. Procedure date: (B)(6) 2024. What day or date was the reaction noted? 01/19/2024. Infection? Please specify: n/a. Was any surgical intervention performed? Product was promptly removed with the report of a reaction and the skin thoroughly cleansed. Prescription for prednisone was given. A wound dehiscence occurred 9 days later; the patient was closed primarily as a local procedure in the office. The area of wound dehiscence required wound packing as well due the undermining that remained under the area that was sutured and reclosed. The packing using a wick was carried out for approximately 2 weeks. She found relief with prednisone but the rash persisted further with blisters for several weeks. Were any cultures taken? Results: n/a. Please describe how was the adhesive was applied: the skin was cleansed with sterile saline, thoroughly dried and the prineo placed over the incision. What prep was used prior to, during or after adhesive use? Betadine paint was used prior to surgery and prior to application of the adhesive. No prep was used after the adhesive application. Was a dressing placed over the incision? Yes. If so, what type of cover dressing used? After the adhesive was given time to dry, cotton fluff roll was placed over the incision and a 6 inch ace was used to provide compression to the bra lift area. No additional dressing was applied to the abdominal incision area. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials: (B)(6), gender: f. Age: 37. Dob: (B)(6) 1986. Bmi: 30.9. Patient pre-existing medical conditions (ie: allergies, history of reactions): no known allergies or pre-existing conditions. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes ¿ cosmetic use for nails and lashes. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. Product lot of product used: unknown. Current patient status: the product was promptly removed when the patient reported the reaction and the skin was cleansed. The patient was treated with a prednisone taper and the rash resolved. The area that was closed after dehiscence remained closed and healed without additional issues. Although she found relief with the prednisone taper, she reported the rash persisted for 3-4 weeks before complete resolution. Rx: prednisone 10 mg tablets. Take 2 tablets (20 mg) for 7 days then take 1 tablet (10 mg) for 7 days at 8:00 am with food. Name of surgeon: (B)(6). What is the physician¿s opinion of the etiology of or the contributing factors to this event? No additional opinion. He uses the prineo product on a regular basis with minimal to no issues until this recent batch of six patients whom all had topical skin reactions. Due to the close proximity of their surgeries and subsequent reactions, he requested the manufacturer/distributor be notified of the issues. Is the product available to return for analysis? No. Note: events reported on mw# 2210968-2024-04177, mw# 2210968-2024-04984. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Corrected data: d4. Lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction and burn? Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Infection. As prednisone was prescribed for all patients but one. Were any prescription strength medication prescribed for patient 6 (B)(4)? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and topical skin adhesive was used. Customer reported that the patient had a topical adhesive rash, blister and burn reaction after usage. The patient was given prednisone to help heal it. Additional information has been requested.